Manufacturer narrative:
Lot# 10111301. According to the reported complaint, patient was implanted with coloplast restorelle y mesh. Later the patient experienced urine leakage, dyspareunia, vaginal pain with bowel movement and vaginal allodynia. Estrace cream, pelvic floor physical therapy. The device was not available for evaluation. However, because qas examination may not conclusively confirm or disprove the report of pain, qa accepts the physicians observations of such as the reason for medical/surgical intervention. If additional information is received, qa will re-evaluate this complaint in accordance to procedures. Therefore, no additional action is required at this time.

Event description:
As reported to coloplast, though not verified, additional information received on 04/22/2021. Vaginal scar, vaginal burning, dyspareunia (sui and dyspareunia present prior to prolapse surgery), and uti. Post coital bleeding, lower abdominal discomfort. Urgency, frequency and urge incontinence, insensible urine loss, bladder pain, chronic constipation, sacral back pain with a full rectum. Worsening sui, urinary frequency and dyspareunia after sacrocolpopexy. Dysfunctional voiding with dyspareunia. The patient was implanted with coloplast restorelle y mesh on (B)(6) 2011. Later the patient experienced urine leakage, dyspareunia, vaginal pain with bowel movement and vaginal allodynia. Estrace cream, pelvic floor physical therapy.